Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 538 mg/dl. Troubleshooting was performed. It was discovered that there were several periods throughout the day where the customer's basal rate was set at zero. The customer was advised to review his basal settings with his doctor. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.